Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated repeated alert 38 for a consecutive stalled motor over several weeks, with approximately 15 occurrences in one day, and the user experienced episodes of hyperglycemia up to 400 mg/dl; the device was replaced and the original was returned. Symptoms included thirst, stomach upset, and mood changes. Outcomes included transient hyperglycemia that sometimes required a manual subcutaneous insulin pen correction, without external assistance or medical intervention. Investigation included a review of device performance and replacement logistics with instructions to shut down the device and return it. Investigation of this device revealed a motor stall malfunction within the pump drive system that produced recurrent alarms and contributed to high glucose readings. It was concluded that the cause was device mechanical failure associated with the motor mechanism.